Event description:
A remstar device was returned to third party service center for service as part of the sound abatement foam recall process with no intial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. In addition, the service center found contamination from dust fail and has a presence of error code e65 err_software, e53 err_comp_log_sem_timeout, e61 err_pll_unclosed. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.